Event description:
It was reported that the customer had trouble with the enlite sensor. Customer stated that it was not charging and not connecting. Customer stated that the transmitter did not blink when connected to the sensor. Customer's blood glucose level was 119 mg/dl. Customer stated that the sensor was broken off and there was a little blood. Customer also stated that he does not know where the other piece is located. Customer was advised to consult his health care professional. Customer stated that it did not hurt, the skin was not raised and the there was no irritation. It was explained that the transmitter is behaving as it should based on the information provided. Customer was asked to return the sensor. Sensor will need to be replaced. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.